Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, the rigid video scope had a purple image. There was a delay while swapping the equipment. The procedure was completed using a similar device with no reports of patient harm.

Event description:
It was reported that during an unspecified procedure, the rigid video scope had a purple image. There was a delay while swapping the equipment. The procedure was completed using a similar device with no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken, the distal end of the insertion section has contour sharpness, and the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit being broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.